Event description:
On 8/22/25 the user reported rising blood glucose (bg) following a meal announcement, reaching 373 mg/dl. The user later replaced the infusion set and tubing, after which the ilet resumed insulin dosing and bg decreased to 188 mg/dl. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.